Event description:
A malfunction was reported with the customer's pump, identified by the malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. A replacement pump with updated software was sent to the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.